Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. The initial placement was successful. Post procedure, a few days later, the peg tube dislodged. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The health care facility is: (B)(6) hospital 1 medical center drive, morgantown, wv, 26506. Phone number: (B)(6). Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.